Event description:
New information states that the device was explanted and replaced successfully, no patient symptoms were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net, it was noted that the pulse generator exhibited backup vvi mode. The patient was brought in for troubleshooting. After a device download was performed, the device resumed normal function.

Manufacturer narrative:
Analysis found that the reported field event of backup vvi mode was not confirmed as product code was reloaded in the field. Analysis performed, including mechanical and electrical testing of the device, indicated normal characteristics.